Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via clinical request that the customer experienced high blood glucose and possible diabetic ketoacidosis with unknown blood glucose levels at the time of the incident. The reporting party did not mention how the customer treated. The reporting party mentioned the presence of serum ketones. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and no further information was provided as this report came from a clinical study. The insulin pump will not be returned for analysis.